Event description:
A physician reported the new valved trocar cannulas were leaking during a cataract procedure . There was no report of patient harm. Additional information has been requested. However, none has been received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three opened trocar assemblies in a tray were received. The returned samples #1 and #2 were visually inspected and were found to be non-conforming with an opened septum and damaged septum. Sample #3 was visually inspected and found to be conforming. Samples #1 (open septum) and #3 were functionally tested and were found to meet specifications. Leak testing on sample #2 could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause for this complaint is unknown; the damaged condition of sample #2 valve could have contributed to the reported event; how and when the valve became damaged cannot be determined from the evaluation performed. Samples #1 and #3 were found to be functionally conforming; therefore the reported issue of cannula leaking was not confirmed. The exact root cause for sample #3 is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. No action was taken on sample #1 and #3 as they were functionally conforming for leaking. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).